Event description:
Received information from ivc legal regarding a scooter incident. The consumer had prior back surgery and was going down a ramp and allegedly tipped over and reinjured his back. No other details have been provided.

Manufacturer narrative:
Manufacturer received a letter from an attorney alleging a user had recently had back surgery and while transgressing a ramp, tipped over, re injuring their back. Absolutely no details of event have been provided. Elements such as user weight, potential for loss of control and given their condition, the ability of the user to safely control the device are all unknown. It is unknown if the ramp transgressed was to ada standards. No specific area of device malfunction has been provided or established. Device appears to remain in use.